Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since catheter placements were performed in a different location in the brain than anticipated with the brainlab navigation involved, despite according to the surgeon (treating clinician): the surgeon detected the deviation of the catheter placements when not retrieving the expected csf, placed it successfully freehanded at the very same surgery, and the user successfully restored the navigation accuracy for the planned following tumor resection of this surgery. The outcome of the surgery was successful as intended, without any further changes to the planned procedure. There was no (direct or increased) risk of harm to a critical structure due to the deviating catheter placement attempts. There was no resulting harm or negative effect to the patient, also not due to the surgery/anesthesia prolongation of ca. 2hrs. There were further no remedial actions necessary, done or planned for this patient. There was also no prolongation of hospitalization. H6: the device evaluation is currently ongoing, and results are pending - despite continued close follow up by the brainlab representative, the necessary clarifications for the device evaluation could only be retrieved from the surgeon very recently. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
A cranial surgery for a catheter placement in the brain, for drainage of cerebrospinal fluid (csf), followed by a brain tumor resection, has been performed with the aid of the brainlab navigation software cranial 3.1. After two navigated catheter placement attempts, without retrieving the expected csf, the surgeon determined that these had missed the ventricle and had deviated from the intended path. The surgeon placed the drainage catheter freehanded instead at this surgery. Afterwards, the user determined that the navigation accuracy had deteriorated. The or team undraped the patient and re-registered the patient anatomy location to the navigation successfully for the planned tumor resection part of this surgery, with the navigation remaining as accurate as desired for the remainder of the surgery. According to the surgeon (treating clinician): the outcome of the surgery was successful as intended, without any further changes to the planned procedure. There was no (direct or increased) risk of harm to a critical structure due to the deviating catheter placement attempts. There was no resulting harm or negative effect to the patient, also not due to the surgery/anesthesia prolongation of ca. 2hrs. There were further no remedial actions necessary, done or planned for this patient. There was also no prolongation of hospitalization.